Event description:
Didn't know I was getting this bard small 1.7 ventralex mesh with titanium tacks to cover a .5 hernia from pelvic lsh. Never wanted it. Received mesh on (B)(6) 2012. Supposed to be only for incisional hernia repair from a hysterectomy lsh. Instead he did a mesh insertion and exploratory, pulled out my intestines through laparoscopy repair. He said covered a cavity with mesh (polypropylene-goretex) mesh. Got surgical report: kugel ventralex. Complained on 3 week visit. He said he would make it right. Never wanted to do CT scan after. Got my neurologist to do it. Found another hernia by rectal sheath. Called spigelian hernia. Surgeon went across my (B)(6) body pelvic area to put this in right side. He said size of a quarter may be. I have been to emergency room visits several times in pain. I still have pain, urine retention, bowel problems, hurts at mesh site. Abdominal pain, unusual and unexplained intestinal symptoms, bloating and he said there was fluid where the cavity is, where he put this mesh in (B)(6). Now I have pain in my cervix, bacterial infections in pap smears. He said previously we will make it right. Later by 2 months after surgery, still unable to get out of bed, he asked me what did he mean by that. I couldn't even get out of bed. I still have pain, pain during sex, headaches, site tenderness and bowel problems. He covered the liquid filled cavity with the mesh. Bacteria breeding ground. I am scared for what might happen and tired of surgeries. And physical headaches and body pain. Prior surgery was partial hysterectomy taking out right ovary and uterus. Lsh which I found out later gyn doc left in my fundus of my uterus. That surgery was (B)(6) 2010 with dr (B)(6). He used a gyrus morcellator. I felt the incisional hernia the same day. He told me it would go away. But never documented it in my chart. I asked about it. I did tell his nurse who is an acquaintance of my sister. I don't want to die or live in this constant pain, tenderness, not being able to wear my own clothes, bloating, five to seven days of constipation. Tried everything. Urine retention, pain during sex. Bacterial infections and cysts never had before on cervix. Don't make sense, only taking cases on transvaginal mesh cases, please help.